Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height cubie drawer and tower door was not detected on the bus. A field service engineer replaced the matrix controller for drawer 1 and 6, replaced the pyxibus cable to resolve the issue and confirmed that the controller board was replaced for tower door. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower device not detected on bus. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.